Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor's office called on behalf of the customer with permission. Diabetic clinical manager reported hospitalization due to high blood glucose. On (B)(6) 2017, the customer was hospitalized. The customer blood glucose in unknown at the time of event. The carelink product noted blood glucose from 82 to 100 mg/dl then over 400 mg/dl at 2pm. Trouble shooting was performed and found customer experienced no symptoms related to their high blood glucose prior to hospitalization. The customer's current blood sugar was unknown at the time of call. The customer did not treat the high blood glucose and went to the (B)(6)hospital. Customer was admitted and had blood glucose of 513mg/dl and 545 mg/dl. Customer experience vomiting, blurry vision and body ache. Customer was treated with IV drip. Insulin pump was removed at the hospital and reconnected once customer stabilized. The insulin pump will not be returned for analysis.